Event description:
It was reported that post op of a colectomy procedure on (B)(6) 2011, the surgeon had performed a bowel resection in which this stapler was used in closing the rectum. The patient was returned to the or due to her jp drain showed stool draining and there was a concern there was a leak. When they opened the patient, they found that the staple line had a leak and the surgeon used suture and over sewed the staple line. The patient was returned to ICU but has now been released back to nursing care. Additional information being requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4): nurse was in the procedure on (B)(6) 2011 and stated the patient was brought to the hospital from the nursing hone due to they had administered several enemas and they had a concern her bowel had a puncture. She had a CT scan and it showed free air in the colon. They then did an exploratory laparotomy and then decided to do the colectomy due to they found that there was hard stool impacted in several areas of the colon. They had to do a resection of all those areas during the procedure. The patient was given a 10% chance that the surgery would correct the issue during the original procedure; her tissue was not viable. She is in nursing care at this time and stable. Additional information requested on 8/16/2011, 8/17/2011, 9/7/2011 and 9/21/2011 but no more information has been received.